Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user was being raised in the bath tub when the hand pendant caught fire. The pendant was immediately removed and placed in water to douse the fire. Dealer (motion specialties) was called in to pick up the pendant and request for another was given. Technician returned to the store location with the affected pendant only to have it catch on fire two more times when it was not connected to anything.